Manufacturer narrative:
Lot number of computer provided as 1765866. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was that the suspected the errors were being caused by the bad sectors. Computer components damaged or failing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The computer was replaced at the time of the system checkout. The system then performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that while trying to install cranial 3.1.0 an "insufficient" space error message was received. Troubleshooting involved removing other applications but the error persisted. Also made sure there were no tar files on the desktop. No patient was present.